Manufacturer narrative:
The product was returned for investigation. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device. A supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited burn on plastic distal end cover. There was no patient involvement.